Event description:
The pump was returned for investigation. Investigation revealed a dim, faded, discolored display screen and a damaged audio bolus button. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Submitted: (B)(6) 2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: device evaluation: on investigation, the audio bolus button was noted to be torn, but had normal response when tested. The display screen was found to be dim, faded and discolored.